Manufacturer narrative:
The remote service engineer (rse) spoke to the customer biomed who stated that the nursing staff reported on (B)(6), 2025, at approximately 14:24 central time, the alarm for heart rate reached a limit of 160 at bed 608 in the heart 6th south area. While the alarm was triggered at the bedside, it did not activate at the central monitoring station. Furthermore, the nurses indicated that their paging system did not notify them of this alarm. The rse contacted a philips remote clinical support specialist (rcss) who assisted in analyzing the clinical audit log to check for alarms around the time of the incident. It was also noted that there does not appear to be a configuration for a paging system in the primary server. It may be supported by the hospital information technology (it) or potentially using the same feed for the outbound hl7 intellibridge enterprise (ibe) interface, but this could not be confirmed. The biomed indicated that the main priority was to determine why the alarm did not activate at the central station, and they will address the paging issue later. Using the clinical audit trail (cat), the rcss determined the following: red and yellow alarms were isolated along with acknowledgements. The cat shows that an extreme tachycardia(***xtachy) alarm occurred of 119 at 14:22:34 and that the alarm sounded at the surveillance and overview stations and was acknowledged at 14:23:43. The alarm condition then persisted, reaching a maximum of 155 after which the alarm ended as it was already acknowledged. The alarm value of 155 would not have paged to the phones as it was the same alarm as 119 which sounded at 14:22:34. The biomed reported that the explanation provided by the rcss was given to the reporting nurse and appears to be sufficient. Based on the information provided the device was functioning as expected. Alarms were provided and acknowledged at the surveillance and overview stations. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the patient information center ix did not alarm/sound at the central station for a tachycardia event. The device was in use on a patient at the time of the event. There was no adverse event reported.